Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received three inappropriate anti-tachycardia pacing and six inappropriate shocks due to what appears to be supraventricular tachycardia. It was also noted that the therapy for the event was exhausted. Boston scientific technical services reviewed and discussed this event. This device remains in service. No additional adverse patient effects were reported.